Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported that approximately 3cc of clenz leaked from inside the lh 500 instrument onto the counter. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the issue was caused by clenz entering the compressor from the vacuum trap. Fse noted that the vacuum trap plug closed the trap but the rubber seal was not in place properly. Fse stated that the ompressor was not compromised. Fse cleaned the leak around the instrument and in the compressor and the vacuum trap was cleaned and repaired. This resolved the issue and no further leaks were reported. The cause of the leak was the rubber seal not properly in place.